Event description:
While patient connected to ventilator, the minute ventilation was reading very high (greater than 33 liters). However, the patient was breathing sixteen breaths per minute. Message: check expiratory filter. Respiratory therapist changed out flow sensor and expiratory filter. After that it would not pass calibration. This particular ventilator has had two similar events.